Event description:
During surgery to remove a thyroid mass, the mass pressed against the central airway of the emg et tube two minutes after the tube was inserted, and the doctor was not able to properly ventilate the patient. This caused the patient to go into cardiac arrest. The patient was revived and has since recovered.

Manufacturer narrative:
The hospital has kept the et tube pending their own internal investigation, but reported that there appears to be no abnormalities with the et tube. It is not known when the tube will be made available for evaluation.